Manufacturer narrative:
The referenced report of previously reported external driveline repair is captured under medwatch MFR report # 2916596-2016-00725. (B)(4). Approximate age of device- (B)(4) months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted after receiving a pump stop alarm at 6 am the previous day. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log file and confirmed the pump stoppage. The patient was provided a non-grounded power module patient cable for use while on lvad support. No additional information was provided.